Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to intensive care unit (ICU) from a heart failure clinic where they were found to be in recurrent ventricular tachycardia (vt) and were asymptomatic. The patient was cardioverted after not responding to amiodarone or lidocaine bolus.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the report of ventricular tachycardia could not be conclusively established through this evaluation. The event resolved on 05jul2022 and was considered to be unlikely related to the device. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20sep2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of ventricular tachycardia could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient ultimately underwent a heart transplant on (B)(6) 2022; refer to MFR:2916596-2022-13518. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that ventricular tachycardia reoccurred after ablation on (B)(6) 2022.